Event description:
Patient undergoing endovascular repair of infrarenal abdominal aortic aneurysm. Loading device (sg-64 heli-fx guide) with endo-anchor would not go through the sheath and would not deploy. Product was removed and replaced with another identical product. Procedure completed successfully without further problems.